Event description:
The patient recently seen by doctor. Original surgery was done (B)(6) 2018. The patient's wife made mention that husband had been recently doing extenuous yard work. Glenosphere has obviously become dislodged from baseplate. Revision to take place (B)(6) 2021.